Manufacturer narrative:
Date of device manufacture year is 1998. The month of manufacture was october. The auto to manual switch is suggested to be tested. The customer cancelled this service call. No further information is available. No report of patient involvement.

Event description:
The hospital reported that, the auto to manual switch is unreliable. Sometimes, the unit was not able to switch to mechanical ventilation. There was no report of patient involvement.